Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) failed to fixate after positioning. The lp was removed and an external pacemaker was placed. The patient was recovering following the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of a positioning failure was not confirmed. The leadless pacemaker was returned for analysis. Visual inspection of the device found no anomaly on the outer or inner helix; the helix lengths were within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.